Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned for analysis. Based upon the implant date range of (B)(6) 2000 to (B)(6) 2008, provided by the reporter, the connector type is either a taper I or taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Serious adverse events considered related to the lap-band system for the us study (recorded as of (B)(6) 2000, 299 pts) (B)(4).

Event description:
Doctor reported events of "slippage/prolapse" from journal article, "the effectiveness of adjustable gastric banding: a retrospective 6-year u.s. Follow-up study", surg endosc (2011) 25:397-403. This medwatch represents the 134 pts listed in table 5 of the article who were diagnosed with band slippage.